Event description:
Femoral artery was torn while trying to access it with an arstasis axera 2 access system. The patient went to the or for repair. Coronary angiography was continued while pressure was applied to the femoral site.